Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that fracture was suspected on the right ventricular (rv) lead. Increasing and high impedances, increased thresholds and intermittent capture were also noted on this lead. Reprogramming was carried out, and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.